Event description:
Reportable based on analysis completed on 28-may-2024. The returned device evaluation revealed the coil was detached from the distal coupler. It was reported that the device prematurely deployed. This 12x30 embold fibered detachable coil system was selected for use in a splenic aneurysm procedure. During the procedure, resistance was encountered when trying to place the coil and retract for further placement. The device prematurely deployed, partially inside the patient and partially in the microcatheter. The coil and microcatheter were removed and the procedure was completed with a new microcatheter and coil. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 12x30 embold fibered detachable coil system was returned with no delivery wire or introducer. Only the coil was returned. Inspection of the device revealed the coil was stretched and tangled. Additionally, the coil was detached from the distal coupler at the weld. The complaint was confirmed for damage consistent with a premature deployment due to a coil detachment at the weld.